Event description:
It was reported via clinical trial that a subject experienced an event of severe arteriovenous fistula (avf) thrombosis resulting in hospitalization and percutaneous intervention through endovascular thrombectomy and angiography. The event was considered resolved, target lesion related, definitely related to device, and not related to procedure.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.